Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room. Upon interrogation of the device, several episodes of vf and snvt were observed and therapies were delivered. After reviewing each episode, noise on rv lead was observed and the therapies were inappropriate. The physician elected to turn off the therapy. Lead extraction using spectranetics was unsuccessful. The lead image was reviewed and suspected externalized conductor was noted but can't decipher if that's from extraction damage. The lead was capped and replaced. Patient is stable.